Manufacturer narrative:
The field service engineer (fse) spoke to the customer via telephone and guided the customer through the troubleshooting process. The customer was able to identify that the source of the leak was the blood sampling valve (bsv). The customer found that the bsv knob required tightening. One the bsv knob was tightented by the cusotmer the leak was resolved and the instrument ran without further issue. (B)(6).

Event description:
The customer observed an uncontained leak coming from their coulter hmx hematology analyzer with autoloader while running controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.